Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2016. Patient's mother was advised to try power-cycling the phone, use data instead of wifi and possibly uninstall then reinstall the g5 application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.